Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: laparoscopical procedure. During the closing of the vaginal stump, the needle broke remaining half inside the endostitch device and the other fell in patient's cavity which was not retrieved. Less than 30 min delay, no tissue loss or damaged, no extension of the incision needed, no reconversion on the procedure into open surgery needed. No bleeding. In order to solve the problem they opened a new suture. Patient status is ok. No x-ray was performed. Device. The assistant surgeon dr (B)(6) is an experienced user.